Manufacturer narrative:
G4:07jan2021. B4:07apr2021. The authorized service personnel (asp) reported that the reported failure was a primary alarm test failed error. The asp was able to duplicate the customer-reported problem. The asp replaced the central processing unit board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator alarmed. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported.